Event description:
It was reported that while using the bd bactec¿ fx, instrument top, packaged device, a false negative result was obtained. There was no report of confirmatory test. There were no results reported to physicians and there was no patient impact. The following information was provided by the initial reporter: "false negative".

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ fx, instrument top, packaged device, a false negative result was obtained. There was no report of confirmatory test. There were no results reported to physicians and there was no patient impact. The following information was provided by the initial reporter: "false negative."

Manufacturer narrative:
H.6 investigation summary: bd field service engineering went onsite to investigate the issue and confirmed the failures. The engineer noted of contact issues with the rack and reseated racks ensuring the connection and reset the system. This is a confirmed complaint. Device history review is not required as this failure does not allege an early life failure or failure at install. Sample analysis is not required as no samples were returned for analysis. If samples are received at a later date, the complaint may be reopened. Service history review showed no previous complaints related to this failure. The root cause is connection issues. Bd currently has a CAPA 4777860 open to address connection issues with the vial storage rack. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Complaints for results are under statistical control for the month of june 2022. The upper control limit was not breached, and no trends have been identified. Review of risk management documentation indicates the potential risk of the reported failure mode was assessed as severity s1 via document baltrmbactecinstraph rev 15, row ID 1.2a h3 other text : see h.10.